Event description:
The olympus endoscopy support specialist (ess) became aware during an in-service appointment at the user facility that the customer did not have a working suction machine in the reprocessing room so aspirating with detergent solution was not being done when reprocessing the endoscopes. There was no patient injury or infection reported due to the event.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the insufficient reprocessing likely occurred due to the user¿s understanding of the olympus recommendation in device handling and reprocessing steps. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.